Event description:
During a shoulder procedure the patient experienced extravasation to the shoulder. Sales rep and user facility contact explained that the pumps seem to distend the joint. No other info is available for this incident.

Manufacturer narrative:
Unit was tested and passed all requirements of process summary. No functional failures were discovered. Unit checks good on test bench.